Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2008; 4193-88 lead implanted: (B)(6) 2008; 6947-65 lead implanted: (B)(6) 2008. (B)(4).

Event description:
The patient reported the monitor does not stay powered because there is a short in the power cord. The power cord was replaced and the monitor remains in use. No patient complications have been reported as a result of this event.